Manufacturer narrative:
"(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary."

Event description:
It was reported that 3 unspecified bd safetyglide syringes separated from the needle during use. The following was reported by the initial reporter: "it was reported via survey response that the clinician experienced needle detaches from syringe (3), needle dull/blunt (3)."